Event description:
It was reported by the eye care professional (ecp) that his pt presented with a corneal ulcer in his left eye (os) which occurred on (B)(6) 2012. The ecp reported that the pt is resolved and did receive treatment. The treatment was unspecified. F/u info received on (B)(6) 2012, that the treatment prescribed was vigamox, one drop every hr. The pain is described as a foreign body sensation - moderate. There was mild redness, no discharge, no anterior chamber reaction, the ulcer was centrally located 1 mm in size and there were no infiltrates or staining. Permanent scarring is noted. It is confirmed that the event resolved and the pt has resumed lens wear.

Manufacturer narrative:
The product was not returned for eval. However, because the lot number is known, upon completion of the mfg investigation, a f/u medwatch will be filed. (B)(4).